Manufacturer narrative:
An event of device migration and device stenosis was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from field indicated that there were no intra-procedural difficulties, the implant depth was 3mm from the non-coronary cusp, there was a significant amount of calcium to allow anchoring of the device, and there were no deployment or retraction difficulties. It was also noted that the physician believes the cause of valve migration was interaction between the nosecone of the delivery system and the valve when the delivery system was pulled out. Based on available information, the reported event appears to be related to procedural conditions (interaction with nose cone of delivery system during removal). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a flexnav delivery system. There was significant amount of calcium to allow anchoring of the device. The perimeter of the aortic annulus was 86.1mm. The patient did not have a horizontal aorta. During procedure, the starting implant depth deployment was 3mm at the non-coronary cusp (ncc) and 3mm at the left coronary cusp (lcc). There was no tension in the delivery system at the time of final deployment. The final implant depth at release was 1mm below the annulus at the ncc and 2mm below the annulus at the lcc. While removing the delivery system, the valve migrated towards the ascending aorta and out of the annulus. There was a high gradient of 20 mmhg. The valve was not snared, and the valve was not block a coronary artery. A new 26mm non-abbott valve was chosen and implanted. The physician believes the cause of valve migration was interaction between the nosecone of the delivery system and the valve when the delivery system was pulled out. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.